Event description:
On (B)(6) 2018, it was reported that the customer had passed away. No further information was reported regarding deceased event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0955-2020. (B)(4). S/w 2.8c. The device did not have a battery installed when received. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. The device uploaded properly using carelink. The device had scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (date customer was reported as deceased, 11/05/2018.) 10/30/2018 to 11/05/2018 dailytotalofallinsulindelivered = 0.